Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, preoperatively, after opening the package, the thread was out of the needle, making it impossible to use. There was no patient involvement.